Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior and posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xt was selected and anterior gripper would not actuate. Trouble shooting was performed by actuating lock lever multiple times at various positions to release the tension, but was unsuccessful. For mitraclip xtw was selected and establish final arm angle (efaa) was tested and the clip did not lock in body. Troubleshooting was performed by unlocking and locking several times at variable angles but was unsuccessful. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior and posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xt was selected and anterior gripper would not actuate. Trouble shooting was performed by actuating lock lever multiple times at various positions to release the tension but was unsuccessful. For mitraclip xtw was selected and establish final arm angle (efaa) was tested and the clip did not lock in body. Troubleshooting was performed by unlocking and locking several times at variable angles but was unsuccessful. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.